Event description:
Healthcare professional (hcp) reported patient (pt) was discharged from hospital with a diagnosis of congestive heart failure. Pt was transported from the hospital to the dialysis clinic for treatment via hospital via hospital van. Pt was admitted to the dialysis clinic with oxygen, alert and oriented with generalized weakness. Hcp reported thirty-five minutes into a four hour hemo dialysis treatment on the baxter meridian device, pt became non-responsive, with no respirations and hcp was unable to obtain a pulse and blood pressure. Cardiopulmonary resuscitation (CPR) was initiated and hcp obtained a pulse and blood pressure, compressions were discontinued and hcp continued with rescue breathing until emergency medical services (ems) arrived. Ems arrived and transported pt to hospital emergency room where pt expired. Hcp reported cause of death was cardiopulmonary arrest. Treatment info: blood flow rate: 450 ml/minute, dialysate flow rate: 799 ml/minute. Treatment time 4 hours. Type of access was diatek cannon catheter. Dialyzer is reused using renalin and primed with normal saline.